Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a bent guidewire is confirmed; however, the exact cause is unknown. One 0.018 in. Guidewire in a plastic hoop was returned for evaluation. An initial visual observation showed the distal end of the guidewire was bent and curved. The blue tip straightener was returned separately from the plastic hoop. A microscopic observation revealed the distal end of the coiled wire of the guidewire was kinked in multiple locations. No use residue was observed on the returned guidewire. While the exact cause of the bends and kinks in the returned guidewire is unknown, possible causes include damage during packaging, handling, or use. The investigation was forwarded to the manufacturing facility for further evaluation. ----------------------------------------------------------------------------------------------------- reynosa evaluation complaint due to ¿guide wire was found to be bent¿ was confirmed but the exact cause is unknown. According with the photo evaluation performed at reynosa facility and gross visual, microscopic visual performed at vad lab the following was concluded: the guidewire was found to be bent and curled at its distal tip. Damage during the manufacturing process may be a potential root cause/contributor to the observed guidewire kink. However, no findings from the DHR review indicated a manufacturing/processing related event. Possible contributions factors: risks of damage during packaging, clinical procedure, handling or use etc. Were considered. Therefore, as the definitive root cause of this damage could not be determined the cause of this condition remains unknown. A lot history review (lhr) of redp3544 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that the guide wire was found to be bent after the package was opened. This made normal use impossible. (B)(6) 2020 - the returned sample had multiple kinks.